Event description:
The customer's nurse reported via phone call that the customer was hospitalized with high blood glucose. The nurse stated the customer was released from the hospital with the insulin pump and was re-admitted 24 hours later with high blood glucose. The customer was not available to troubleshoot for the insulin pump. Customer's blood glucose was unknown at the time of the call. It was also found the customer had a bent cannula. The details of the customer's hospitalization was not provided. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.